Event description:
It was reported that the health care professional (hcp) requested a review of this pacemaker data. Technical services (ts) reviewed the transmission and noted that the device had reached the explant indicator. In addition, oversensing was observed on the right atrial (ra) channel at the presenting electrogram (egm), and programming optimization was recommended. The hcp was advised to have the patient follow up with the implanting physician for evaluation and generator replacement planning. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.